Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. They were doing the fluid delivery line (fdl) check from the service manual and had questions about the inlet pressures, they stated some of the middle valves were slightly out of specs, like 6.7 psi, the arctic sun device had 1942 hours on it, explained that was because the system was almost at 2000 hours, gave them 2000-hour info. The instructions-for-use under were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were doing the fluid delivery line (fdl) check from the service manual and had questions about the inlet pressures, they stated some of the middle valves were slightly out of specs, like 6.7 psi, the arctic sun device had 1942 hours on it, explained that was because the system was almost at 2000 hours, gave them 2000-hour info.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were doing the fluid delivery line (fdl) check from the service manual and had questions about the inlet pressures, they stated some of the middle valves were slightly out of specs, like 6.7 psi, the arctic sun device had 1942 hours on it, explained that was because the system was almost at 2000 hours, gave them 2000-hour info.